Event description:
This event was rec'd via telephone. It is reported that on the second post-op day, the snaplock was found in the pt's bed disconnected from the catheter. The catheter was removed. There are no reported pt complications, injuries or death.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable based upon the info provided. The returned device was rec'd and subsequently evaluated and the event was determined to be reportable. Device evaluation: the customer returned the used epidural catheter in two pieces and a snaplock adapter. The returned components were microscopically examined and functionally tested. Microscopic examination of the snaplock adapter revealed no defects or damage; it appeared typical. The returned used catheter pieces were microscopically examined and measured. The proximal piece of the catheter was measured. Microscopic examination of the proximal piece revealed that there is adhesive residue on the exterior indicating use. Where the catheter is separated, the coils are loose and the extrusion appears torn. The distal catheter piece also has adhesive residue on the exterior. The area where the catheter was separated at has stretched coils and the extrusion appears stretched as well. The extrusion on this distal piece was measured to the distal end. The approximate total catheter extrusion length met the total catheter length specification. This indicates that no pieces are missing and that the entire catheter was removed from the pt. The extrusion break and core wire unraveled and stretched are all sings that catheter was pulled and torn. The IFU for this product contains a catheter removal advisory and warns the user to never tug or pull quickly on the catheter during removal from the pt to decrease the risk of catheter breakage. The IFU describes suggested techniques to minimize the likelihood of catheter damage during removal and cautions users about the use of alcohol and acetone since they can weaken the structure of the polyurethane material. A device history record review was performed on the catheter with no relevant findings. The reported complaint of catheter disconnected from the snaplock could not be confirmed during functional testing of the returned sample. There was no problem found with the returned snaplock adapter. However, the returned catheter was found separated. The catheter was rec'd in two pieces and the coils and extrusion were found to be stretched at the break. This type of damage is consistent with a catheter that has been pulled or torn. The investigation found no evidence to indicate a mfg related issue. Therefore, based upon the observed catheter break, the potential cause was determined to be procedure and/or pt related.